Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/5/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a201 was received for evaluation, the swage and attachment area was noted to be as expected and a suture piece still attached, the edge of the barrel hole could be observed with marks that appear to be by use of the surgical instrument. The end of the suture was noted with damaged caused by the use of a surgical instrument. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the suture break or did the suture pull off from the needle? Please clarify. After taking bite in tissue, while pulling out, the suture detached from needle. What tissue/location was being sutured when suture breakage/pull off occurred? Tkr - joint capsule closure. Were there any patient consequences? - no patient consequences. Evaluation: the product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an opened sample with a detached needle from the suture of product code sxpp1a201 could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number qamcpc / sxpp1a201, and no non-conformances related to the reported complaint condition were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the suture broken from swage side of the needle. No adverse patient consequences were reported. Additional information was requested.